Event description:
It was reported that 10 bd plastipak¿ syringes were found crooked/curved. Additionally, 3 syringes had issues with their needles breaking from the hub during use. The following information was provided by the initial reporter, translated from (B)(6): "syringes are crooked or curved (during the visit, 3 different bags were opened, and all three had crooked or curved syringes)... The physician's last complaint was that during the application of vaccine, in more than one occasion, the needle broke from the part of the seal." How many units of the product are crooked or curved? (Crooked/curved amount); a: 10 pieces. How many times did the needle break from the seal part during application? A: 3 times. Was the needle used for aspiration of the vaccine? A: yes. Did the needle break from the seal in the patient's limb? A: no. Has there been any harm to the patient/health professional? (Detail) a: no. Was there a need for medical and/or surgical intervention due to what happened (needle removal procedure, tests, surgery, medication administration, etc.)? (Detail) a: no.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd plastipak¿ syringes were found crooked/curved. Additionally, 3 syringes had issues with their needles breaking from the hub during use. The following information was provided by the initial reporter, translated from spanish: "syringes are crooked or curved (during the visit, 3 different bags were opened, and all three had crooked or curved syringes)... The physician's last complaint was that during the application of vaccine, in more than one occasion, the needle broke from the part of the seal." How many units of the product are crooked or curved? (Crooked/curved amount); a: 10 pieces. How many times did the needle break from the seal part during application? A: 3 times. Was the needle used for aspiration of the vaccine? A: yes. Did the needle break from the seal in the patient's limb? A: no. Has there been any harm to the patient/health professional? (Detail) a: no. Was there a need for medical and/or surgical intervention due to what happened (needle removal procedure, tests, surgery, medication administration, etc.)? (Detail) a: no.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-dec-2022. H6: investigation summary four samples received by our quality team for investigation. Upon visual evaluation, missing cannula and bowed barrel are observed. Unable to confirm needle pulled out of hub based on the images received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.